Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of seal compromised. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual analysis did not identify any damages to the returned device since the inner bag has the specific hole to retrieve the device. The positioner and the opened box were also returned, however, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it was not possible to identify any evidence of either the alleged issue or any defect on the device. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was to be used in a transurethral stent placement procedure. During unpacking, it was observed that the inner package was damaged. The sterile barrier was reported to be compromised. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported that a contour ureteral stent was to be used in a transurethral stent placement procedure. During unpacking, it was observed that the inner package was damaged. The sterile barrier was reported to be compromised. The procedure was completed with another of the same device and there were no patient complications reported.